Event description:
It was reported that during an unknown procedure, the clip jumped out from jaw and jammed. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Serial number = na.